Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the displacement test and self test. All buttons were tested while navigating the menus, and they all worked properly. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that no stuck key alarms were found. However, pump error 63 was noted on (B)(6) 2024 at 17:02:11 hour. (File number: 632/line number: 5768). Per software engineer log, pump error 63 was due to rf-chip error. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assembly. No damage noted to keypad assembly or the keypad traces, and the j1 connector on pcb1 was locked properly during visual inspection. However, it was determined that the ingress of water lead to the corroding of electronic assembly. The unit also passed the keypad voltage test (3.2v). Unit was also received with in conclusion, customer concerns were not confirmed. All buttons functioning properly during testing and no 61 stuck key alarms were noted in adapt. In addition, critical error (pump error 63) was noted in adapt tool on complaint event date. Per software engineering log, pump error 63 was due to rf-chip error. However, during deconstructive analysis, corroded electronic assembly was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for keypad anomaly/stuck button alarm. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.